Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. This device was recommended to be replace. The plan is to replace this device next week. Subsequently, this device was explanted and replaced. The patient is not pacemaker dependent and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine check. This device was recommended to be replace. The plan is to replace this device next week. Subsequently, this device was explanted and replaced. The patient is not pacemaker dependent and no additional adverse patient effects were reported. A request was made for the local field representative to contact the facility and learn the location of this product; however, no additional information was able to be obtained. This product will not return for analysis.